Event description:
The pt reportedly developed a chronic staph aureus and pseudomonas skin flap infection, which did not respond to oral antibiotics. The skin flap reportedly was debrided, revised and IV antibiotics were administered when the device was explanted. Reimplantation is pending.